Event description:
It was reported that this patient underwent a procedure that was stopped prematurely as once a magnet was placed over their device the instruments were described as going haywire. Technical services (ts) discussed with the patient who described this as there was odd pacing observed. Ts discussed that placing a magnet over their device does not do anything to the pacemaker component of their device, only suspends the device from delivering shocks. Ts recommended to this patient that if they were to undergo another procedure that the facility can contact ts for further instructions. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.